Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and allergy to metals ('metal toxicity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced hypoaesthesia ("feet get numb"), fibromyalgia ("fibromyalgia"), allergy to metals (seriousness criterion medically significant), migraine ("migraine ") and feeling abnormal ("brain fogg") and was found to have weight increased ("weight gain 3 pounds") and weight decreased ("weight loss "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, weight increased, weight decreased, fibromyalgia, allergy to metals and migraine outcome was unknown. The reporter considered allergy to metals, feeling abnormal, fibromyalgia, hypoaesthesia, medical device removal, migraine, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hypoaesthesia and weight gain, medical device removal, weight loss, fibromyalgia, metal toxicity, migraine, brain fogg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: f/u 3,4,5 processed together social media received-event added-medical device removal, weight loss. On 23-mar-2020: f/u 3,4,5 processed together social media received-event added-fibromyalgia , metal toxicity. On 23-mar-2020: f/u 3,4,5 processed together social media received-event added-migraine, brain fog. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.